Manufacturer narrative:
Corrrected: event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure, there was noise on the right ventricular lead. The cables, cable connectors and analyzer were all switched but the noise remained. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, there was noise on the right ventricular lead. The cables, cable connectors and analyzer were all switched but the noise remained. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.